Manufacturer narrative:
(B)(4). It was initially reported that the device would not be returning for analysis. Subsequent information revealed that the device was returned for evaluation. Evaluation summary: the device was returned for analysis. The reported shaft detachment was able to be confirmed.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that before use a 2.5x15mm xience xpedition rx stent delivery system (sds) proximal shaft separated near the hub while removing the device from the dispenser coil. No resistance was noted while removing the sds from the dispenser coil. The device was not used and there was no patient involvement. Another drug eluting stent was used to treat the lesion. There was no reported clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: the device was not returned. The device was not returned for analysis. The investigation determined a conclusive cause for the reported difficulties cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.